Manufacturer narrative:
Model- 720185-01 reservoir: lot sn- (B)(4), mfg date- 02/11/2016, exp date- 01/26/2018.

Event description:
It was reported that the patient underwent a revision for an ams700 inflatable penile prosthesis cylinder and reservoir due to fluid loss. Another pre-connect device was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a revision for an ams700 inflatable penile prosthesis cylinder and reservoir due to fluid loss. Another pre-connect device was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Model- 720185-01 reservoir, lot sn- (B)(4), mfg date- 02/11/2016, exp date- 01/26/2018.